Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump emitted a warning that the pump could not communicate during a bolus. 11.95 units of a programmed 13.95 unit bolus were cancelled, and the bolus history showed that the cancellation came from the meter. The meter was not used for this bolus; the bolus was programmed using the pump only. The reporter was allegedly able to deliver the remaining bolus amount. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings:a review of the black box indicated a call service alarm related to a radio frequency time out during a bolus. The partial bolus delivery was recorded in the bolus history. During testing, the pump powered on and paired successfully with a test meter remote. Multiple bolus deliveries were completed successfully with the use of the meter remote with no errors, alarms, or warnings.